Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose was 210mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test followed by a motor error alarm during the rewind as a result of a motor encoder signal being out of phase. The device was received with loose/flush drive support disk, missing end cap sticker, cracked battery tube threads, and scratched lcd window.